Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a hospital staff member that the customer was hospitalized for diabetic ketoacidosis. The patient's blood glucose exceeded 600 mg/dl at the time of admission. The customer experienced vomiting and nausea. Her insulin pump alarmed no delivery multiple times when she attempted to bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. The infusion set cannula was not bent. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. The insulin pump was received with a small crack on the reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.